Event description:
Silicone 533 implants used without proper tissue coverage in double mastectomy pt. Surgeon placed implants directly under the skin without coverage. No alloderm or other coverage was used.